Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this event, but the failure analysis investigation has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument's conductor wire was broken. The customer used a backup fbf instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were already placed when the black insulation damage was identified. There was no loss of cautery and there was no arcing observed. It was unknown if the wire was exposed. No instrument collisions were identified and no photographic images of the device or recording of the procedure is available for isi to review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. There was no damage to the conductor wire. The complaint was confirmed by failure analysis.